Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 3 of 4. The baxter technical representative (tsr) had the home patient (hp) check lines and bags and found no signs of any leaks. Clamps were closed on unused lines. The tsr had the hp cycled power to clear se 2240 followed by se 2367 ending therapy. The tsr had the hp disconnect using aseptic techniques and remove the cassette. The hp will notify the peritoneal dialysis registered nurse (pd rn) of missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the care giver (cg) on (B)(6) 2011 regarding the reported problem. The cg said that she did not know how air got into the line and she did not see anything unusual with the supplies. The cg said they went through everything and didn't notice anything out of the ordinary. The cg provided the lot number h11b20050 but no samples were available. The cg said they notified the nurse, and she advised them to skip therapy for the night. The cg said everything went good on the cycler the next night. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up MDR will be submitted if additional information is obtained.